Manufacturer narrative:
(B)(4). The complaint states the patient experienced inaccuracy between cgm and fs. Data was provided for investigation. Problem was confirmed. The root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted into the arm. The patient's father did not report injury or medical intervention.